Event description:
It was reported the lead was fractured and was replaced. No patient complications have been reported as a result of this event. Additional information received reported this rv lead was capped due to high impedance issues. The lead had been implanted in 2006 and now the hv coil was showing impedance changes indicative of fracture. This lead was removed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.